Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "when the surgeon squeezed the handle to load a clip, the clip would not advance. When he squeezed the handle again the clips would shoot out into the patient. He made several attempts to fire a clip and it kept doing the same thing." Patient status - "the patient is ok".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering fired off the clips, one at a time, and confirmed the customer's experience of improper clip loading; however, they were unable to confirm the clip spitting. The root cause of the customer's experience of improper clip loading and clip spitting is unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.